Event description:
The customer states that one patient sample generated an architect c8000 phenytoin result of 10 umol/l. The same sample generated an architect i2000 iphenytoin result of 103.77 umol/l. The customer made dilutions of the sample and tested them on the c8000 analyzer with the following results: 1:2 = 36 umol/l; 1:10 = 97 umol/l; 1:4 (auto-dil) = 72 umol/l; and, 1:10 = 113 umol/l. The customer then made dilutions of the sample and tested them on the i2000 analyzer: 1:2 = 107.48 umol/l. The customer sent the sample to another lab for further testing: axsym = 118.2 umol/l; competitor platform #1: 136 umol/l (also tested at a 1:3 dilution with a final result of 135 umol/l); competitor platform #2): 111 umol/l. No suspect results have been reported from the lab. The customer's concern is that this patient has been consistently generating architect c8000 phenytoin results of around 10 umol/l while all other methods have generated results around 110 umol/l. The customer user a therapeutic range of 40 to 80 umol/l. The customer states that this patient has been at toxic levels for over one year. The physician was receiving results of 10 umol/l and could have significantly increased her dose thinking she was not in the therapeutic range. There is no such impact to patient management reported.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation results: there is no indication of any malfunction or deficiency identified in labeling. Evaluation conclusions: the issue appears to be sample specific. The investigation began with testing of the patient's sample undiluted, with a 1:2 dilution, 1:4 dilution, and a 1:10 dilution. The results demonstrated that as the proportion of patient sample decreases, phenytoin recovery increases suggesting that a substance within the patient's sample is inhibiting recovery of the drug. As the sample is diluted, less of the substance remains to interfere with the phenytoin recovery. The interferent in this particular patient sample appears to affect the enzyme conjugate reagent of the assay system. Further reagent testing passed all acceptance criteria, indicating the clinical chemistry phenytoin assay is performing within specification. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual ((B)(4)) contains information to address the customer's current issue. The current evaluation demonstrated that the phenytoin reagent is performing within specification. No product malfunction was identified.